Event description:
The customer reported that the system was mixing pt images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the system software and calibration data were reloaded. The system was tested and found to be working as intended and put back into service.